Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Event description:
During a procedure, it was reported that a signal noise occurred on the electric potentials of the thermocool® sf nav bi-directional catheter, when it was deflected. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. On may 10th, failure analysis lab found char on ring # 3, measuring more than one millimeter. Due to this finding and the potential risk to the patient, it was determined for this complaint to be reportable. Awareness date changed from april 10th to may 10th of 2014.

Manufacturer narrative:
(B)(4) during a procedure, it was reported that a signal noise occurred on the electric potentials of the thermocool® sf nav bi-directional catheter, when it was deflected. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. On may 10th, failure analysis lab found char on ring # 3, measuring more than one millimeter. The returned device was visually inspected and found char on ring # 3. In addition, the connector receptacle around pin # 3 was damaged with light green material on the pin. Per the reported event, the catheter was tested for electrical performance and passed. Due to the char found, catheter was tested for temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion or leaks were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed. The root cause of the char and the green material remains unknown.